Manufacturer narrative:
Physio-control continues to investigate the reported failure.

Event description:
It was reported that the device would lock up. There were no reports of pt use associated with this event.